Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x3.50mm, eccentric, de novo target lesion with significant lesion bend of >45 and <90, was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire was successfully advanced, predilation was performed with a 2.00x8mm balloon catheter and stenosis decreased to 60%. A 3.00x20mm promus element ¿ drug eluting stent was then implanted in the target lesion. A3.00x12mm balloon catheter was then used for post dilation. However, when cineradiography (cine) was checked from various angles, a distal edge dissection was noted. Another shorter stent was used to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.